Event description:
It was reported that the patient was admitted on (B)(6) 2024 for worsening shortness of breath and lethargy. The patient was being given 3 liters per minute of oxygen through nasal cannula but was still found to be hyponatremic and hypoxic. Eventually the patient's sodium levels improved. The patient's mental status began to alter, and they were placed on arterial blood gas analysis and bilevel positive airway pressure to increase their hypercarbia. The patient's overall prognosis was poor, palliative care was consulted to help the family with decision making. The patient's family decided to move towards hospice care. Patient passed prior to left ventricular assist device being decommissioned due to multiorgan failure. The left ventricular assist device was reported to have operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was inpatient and the left ventricular assist device (lvad) was operating as intended with no alarms. The patient was in multiorgan failure and the patient and family decided to transition to hospice/palliative care. The patient passed away on (B)(6) 2024.